Event description:
Nurse reported that the pump delivered a 5mg bolus instead of 1mg. When she checked the history she only found 1 injection and assumed the machine had malfunctioned. The pump was immediately removed from service for investigation by campus biomed department. Printouts were sent to hospira for evaluation. No defect or malfunction detected, printouts analyzed and were correct. Problem determined to be user error. Pump should have been set to deliver 0.1mg instead of 1 mg which explained why the syringe of medication was used so rapidly. The patient's max dose was set at 6 mg per hour and the patient never received more than the max dose because the pump was functioning properly. The nursing staff were not aware that clearing totals also clears the history and only saves the settings so the lack of information in the history was misinterpreted by the nurse who reported the error. The patient was not harmed and suffered no adverse outcome due to the programming error.having no history caused the nurse to misinterpret what had been delivered to the patient. Perhaps a warning that history will be lost if you proceed with clearing totals would alert nurse to rethink clearing. Or perhaps a change in the software so that totals can clear without losing history.